Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress such as hitting / dropping distal end. The event can be detectable and preventable by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. Reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer returned the device for evaluation. The customers allegation was confirmed. A crack was found on the distal end. Additionally the following events were identified and are as follows: (a.) The leaking test failed, and there was a leak in the irrigation and air and water channel, (b.) The ports are filed down, (c.) The insufflation flow is obstructed, (d.) The irrigation flow is obstructed, (e.) The objective lens is scratched, (f.) The light lens is scratched, (g.) The irrigator is clogged, (h.) The bending section cover on the distal end is worn out, (I.) The angulation end is detached, (j.) The insertion tube is deformed, (k.) The main body covering folded, (l.) The angulation is out of range specification, (m.) The control knob is diminished, (n.) The light guide tube is scratched, and the endoscope connector is scratched. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope, had a crack on the distal end cover (a gap has occurred). The customer also noted there was leakage from the channel, clogged and leaking nozzle, poor angulation, and detached adhesive from the bending section cover. The customer problem was first noticed at reprocessing. There was no report of patient or user harm associated with this event. This medical device report is being submitted to capture the crack on the distal end cover where a gap has occurred.